Event description:
It was reported that four days post implant, an alert triggered due to high/undefined rv coil impedance on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.